Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high thresholds, oversensing of noise resulting in pacing inhibition, loss of capture (loc) and inappropriate anti-tachycardia pacing (atp). A competitor's right ventricular (rv) lead was confirmed to be fractured. Tachy therapy was programmed off and the patient was referred for lead replacement. The device was not interrogated prior to the revision procedure. During the procedure the ICD delivered an inappropriate shock. Upon interrogation it was found to be operating in safety mode. Boston scientific technical services (ts) confirmed according to device labeling "when safety mode is activated, tachy mode is automatically programmed to monitor + therapy to provide single-zone tachyarrhythmia detection and therapy." The device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of lead replacement and electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.